Event description:
On (B)(6) 2014 pt had 7fr tunneled dual lumen hickman catheter placed. Reported to (B)(4) on (B)(4) 2014 that catheter was not functioning properly and causing pt discomfort. When removed, catheter was found to have small holes in it.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huxk0093 showed no other similar product complaint(s) form this lot number.